Event description:
Reporter alleged the customer received a result of lo (less than 10 mg/dl) on the aviva system compared back to back with a result of 136 mg/dl on the voicemate system when testing was performed within 10 minutes. Reporter also alleged the customer received, on a different day, a result of hi (greater than 600 mg/dl) on the aviva system compared back to back with a result of 256 mg/dl on the voicemate system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were depleted, so no product will be returned for evaluation.